Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's (pt) impedances were normal when the test was run intra-op. However, impedances on contact 0 were slightly high. Then impedances showed as normal at the first programming appointment. However, for some reason the connectivity test won't pass. It was run multiple times at the programming, and will not clear. No symptoms reported. The issue was not resolved. Additional information was received from the manufacturer representative (rep). The cause was not determined. No additional actions taken. Issue was not resolved. This information was confirmed with the physician.